Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited sensing anomaly. The lead was removed from the device and repositioned. The lead exhibited no capture. It was suspected that the lead was damaged. The lead was not used and replaced. The patient was discharged.